Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6)2010 in patient's right eye. The lens was explanted on (B)(6)2010, due to excessive vaulting. The patient had elevated intraocular pressure, pain and paralytic mydriasis. The lens was exchanged for a shorter lens. Pt's current condition, last visit was on (B)(6)2010, bscva is 20/13.33, patient no longer has pain in eyes.

Manufacturer narrative:
(B)(4), paralytic mydriasis - (B)(4).